Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduling hysterectomy') and haemorrhagic ovarian cyst ('also have a 5 cm cyst with bloody substance') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included imitrex.. On an unknown date, the patient had essure inserted. On an unknown date, the patient started imitrex at an unspecified dose and frequency. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), migraine ("migraine"), malaise ("made me sick") and ovarian enlargement ("my left ovary is double the size should be") and was found to have uterine leiomyoma ("uterus has fibroids"). The patient was treated with butalbital;caffeine;paracetamol (fioricet) and surgery (scheduling hysterectomy in april). Essure was removed. At the time of the report, the medical device removal, haemorrhagic ovarian cyst, migraine, malaise, uterine leiomyoma and ovarian enlargement outcome was unknown. The reporter considered haemorrhagic ovarian cyst, malaise, medical device removal, migraine, ovarian enlargement and uterine leiomyoma to be related to essure. The reporter commented: she takes fioricet for her migraines, it helps her better than imitrex, that made her sick. Concerning the injuries reported in this case, the following one was reported via social media: malaise , migraine quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: duplicate case 2019-193329 (social media, medwatch 3500a MFR number 2951250-2019-10834) will be deleted, all information of case 2019-193329 will be transferred in this case 2018-122551: events added scheduling hysterectomy, also have a 5 cm cyst with bloody substance, uterus has fibroids and my left ovary is double the size should be. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.